Event description:
It is reported that the patient was revised due to the rotating hinge knee pin physically backing out.

Manufacturer narrative:
This report will be amended when our investigation is complete.